Event description:
On (B)(6) 2005, the patient was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2005, an aortic extender component was implanted to treat a proximal type I endoleak. At an unknown date, the patient underwent a reintervention for an embolization. On (B)(6), 2010, aneurysm enlargement was noted from an unknown source. The physician is currently monitoring the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.